Event description:
The tandemx2 insulin pump is not registering the insulin in the cartridge. The cartridge is full or 3/4 full and the tandem insulin pump says 0 units of insulin. This has happened on multiple occasions and I have not been able to contact tandem until (B)(6) 2024. I called and was told that we were incorrectly loading the insulin in the pump. We've had this pump for almost 8 years (with multiple updates and replacement devices for various reasons). I've never had this issue until the last few months. The tandem rep sent me a video on how to properly load the cartridge (which I watched). We had to re-load the pump again tonight and we got the same error message that there was 0 units of insulin in the pump. I drew out the insulin from the cartridge and put it in a new cartridge and got the pump to register the insulin. It's only a matter of time before this happens again. I called tandem today (B)(6) after midnight to report the problem again and was asked to troubleshoot, but my son needs to sleep as he has school in the morning. I asked for a replacement pump and a call from a manager today. I also took video of this encounter with the insulin pump to prove it is not working properly.

Event description:
Additional information received on 09-jul-2024, for mw5156543. Correcting procode information. Refer to additional documents in i2k.